Manufacturer narrative:
(B)(4).

Event description:
It was reported by a customer in (B)(6) that, during an intubation procedure, the tracheal tube connection was broken. There was no reported patient injury. Additional information regarding this event, and patient outcome, was requested.